Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they had changed out infusion set and bolused for the high. The customer states their levels were still in the 300mg/dl and wanted to treat some more. The customer was advised against that to avoid going low. The customer was advised to monitor the device and call back if their levels did not drop.